Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation, noise was noted on the right atrial lead. The noise could not be reproduced during in clinic testing and was infrequent. No intervention was performed, and the lead remains implanted. The patient was stable and will continue to be monitored.